Manufacturer narrative:
The pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. The drive support was found slightly loose per visual inspection. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and six motor error alarms were noted in the device's history. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.